Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging a cloudy display following the meter being washed in the washing machine. Even though the meter is not designed to be washed, this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.